Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Reportedly, no pre-dilatation was performed. It should be noted that the IFU states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a de novo lesion located in the mid right coronary artery (rca) with 80% stenosis. No predilatation was done. A 3.0x12mm absorb was implanted. On (B)(6) 2016 in-scaffold thrombosis was noted in the rca. The end of the thrombosis was located proximally in the scaffolded area. Aspiration of the thrombus was done under intravascular ultrasound (ivus) control. The intervention was finished with the implantation of two xience (3.0 x 18mm, 4.0x12 mm). Post-dilatation was done with a 4.0 x 8 mm balloon. No adverse patient sequela. No additional information was provided.